Manufacturer narrative:
One 72202600 twinfix ultra pk 5.5mm suture anchor reported on. Product was used for treatment but not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) alternate prep method, instruments or method used. 2) incompatible or unexpected bone density/condition. 3) incomplete anchor insertion. 4) unexpected bone condition/density. 5) use of excess torque. 6) loss of or lack of axial alignment. Instructions for use are quite specific for this device. Per IFU: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Product met specifications upon release to distribution.

Event description:
It was reported that, during a rotator cuff repair procedure, the surgeon used a 3.8 mm reusable golden awl to make pilot hole for the anchor. Then inserted the anchor into the pilot hole, however, when partway through anchor insertion, the distal tip of the anchor snapped while inside of the patient. All of the device was retrieved from the patient. A back-up device was used, in the same bone hole, to complete the procedure. No surgical delay or patient injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon used a 3.8mm reusable golden awl to make pilot hole for the anchor. Then inserted the anchor into the pilot hole, however, when partway through anchor insertion, the distal tip of the anchor snapped while inside of the patient. All of the device was retrieved from the patient. No surgical delay or patient injuries were reported. A backup device was available to complete the procedure.